Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. A proximal portion was received measuring 2 cm. A medial portion was received measuring 2 cm. A distal portion was received measuring 2 cm.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable biv defibrillator 2013 (B)(6); 5076 implantable pacing lead 2004 (B)(6); 4194 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance alert sounded due to an impedance increase above the threshold. A few days later, the lead integrity alert was triggered due to a rise in rv pacing impedance and high rate non-sustained episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.